Manufacturer narrative:
Product complaint # (B)(4). Investigation summary record shows the product associated with this report was delivered to the blackpool facility, however the product was not located for evaluation. The investigation could not draw any conclusions about the reported event without the product to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot a search of the depuy nonconformance (nc) quality system could not be performed with the provided information, the finished good lot number is no valid in the search engine.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
At the moment of use the trigger of the gun to cement the stem did not run properly, at the end of the cementation, it finally stops to work. The internal trigger was broken. The surgery time wasn't extended.